Event description:
Related manufacturer reference number: (B)(4). It was reported, that during a generator change procedure. The device stopped pacing. It was undetermined, if the right atrial (ra) lead was the issue or the device. The device and the ra lead were replaced. When attempting to reinterrogate the explanted device, an error message of a software error occurred, was received on the pacemaker. The ra lead paced appropriately when connected to the pacemaker system analyzer (psa). However, the physician elected to cap the ra lead and implant a new ra lead. As it was undetermined, if the pacing would be consistent or an intermittent problem. There were no adverse health consequences. The patient was stable.

Manufacturer narrative:
The reported event of no pacing and data problem were not confirmed. The device was in backup operation, and battery at end of service (eos) level upon receipt. Device image was corrupted and could not be analyzed. After replacing the battery, the product code was re-loaded successfully, and the device programmed and tested under nominal conditions with results indicating normal functionality and normal data. Output signal verification under nominal conditions indicated normal pacing, and all parameters were within normal range. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.